Manufacturer narrative:
Product investigation summary: the complaint condition for the helical blade coupling screw (part 357.377 / lot 4799090) was likely caused by over eleven years of consistent use; however, this complaint is not likely a result of any design related deficiency. No product issue was observed upon examination of the returned helical blade inserter (part 357.372 / lot 4899959). The helical blade coupling screw and helical blade inserter are instruments routinely used in the titanium trochanteric fixation nail system. The returned helical blade inserter shows some wear from hammer strikes although nothing that would impair its function. The device functions as designed. A visual inspection, dimensional inspection, drawing review, and device history record review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. The device was reported to be stuck to the coupling screw. This complaint is unconfirmed. The complaint condition cannot be replicated. The device was not received stuck to the coupling screw. The device mated properly with the shaft of the coupling screw. No design issue was found during the investigation of the helical blade inserter. The device was returned and reported to have broken during surgery. This condition is confirmed; the proximal knurled head has broken off the shaft of the device along a fairly homogenous fracture surface. It is likely that over eleven years of consistent use combined with a possible off angle hammer strike has led to this complaint condition. The device was manufactured in december, 2004 and is over eleven years old. The balance of the returned device is in fairly worn condition with numerous markings from hammer strikes at the proximal end. The relevant drawing number was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that over eleven years of consistent use combined with a possible off angle hammer strike has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - release to warehouse date: 06dec2004. Supplier: (B)(4): (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during an initial surgery for a subtrochanteric fracture, a coupling screw broke. The coupling screw was in the helical blade inserter and the top of the coupling screw broke and separated from the shaft of the screw. The shaft of the screw remained stuck in the inserter. Another inserter was available to use. The surgeon removed helical blade and reinserted the same blade with no issue using the alternate inserter. The procedure was completed successfully with a delay of two (2) minutes. Patient was reportedly unaffected by the event. This is report 2 of 2 for (B)(4).